Event description:
The device reportedly did not deliver a defibrillation countershock to a pt. The allegation of lack of defibrillation delivery was based on the observed absence of skeletal muscle response from the pt. There were no adverse effects to the pt as a result of the reported event. The pts details were not reported.